Event description:
On (B)(6) 2009 the patient reported that today she found her infusion site had fallen off of her body. She stated that the infusion site was just inserted today. She prepared the area with an IV prep wipe prior to insertion. She did not use lotion on her skin. There were no snags, pulls, or vigorous activity to pull the site out. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.